Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started alarming and had a flashing white screen. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was assisted. Customer reported display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.